Event description:
I flat lined. Heart stopped. I¿ve had internal bleeding needing blood transfusions, cardiac issue because of the blood loss. Anemic, needed several iron infusions. Severe hip and joint pain. Problems walking. Sometimes need a cane. Problems with liver. Gained weight and now losing weight. Foggy brain, shooting and burning pain in body, itchy, hair loss. Heavy periods, painful sex and early menopause. Essure has migrated out of tubes and are floating around uterus. I¿m getting ovaries, tubes, cervix and uterus removed.